Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "dimensions of bulb and/or bladder are not to specification". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: it states that, "before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): drain to y-connector. Y-connector to suction source." UDI format updated with available product information per gudid. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hemovac wound drain will come apart when patient was moving for overnight. The blood shot into physical therapist's eye because it came loose and did not have a lock like a jp drain.

Event description:
It was reported that hemovac wound drain will come apart when patient was moving for overnight. The blood shot into physical therapist's eye because it came loose and did not have a lock like a jp drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.